Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was unable to be confirmed. The reported events of lower than expected supply voltage and atypical low voltage advisory alarms were confirmed via the submitted log file. The system controller (serial number: pcx-20823) was not returned for analysis; however, a log file was submitted for review and data from the reported event date of 31may2024 was reviewed. Throughout the log file while connected to battery power, atypical low voltage advisory alarms activate without a reconnection/disconnection of the system controller power leads. Lower than expected supply voltage is captured throughout the log file while the patient is connected to the mobile power unit (mpu). Relative state of charge (rsoc) voltage as low as 9.6v and bus voltage as low as 14.2v was recorded. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the patient was put onto new 14v battery clips, and there were no obvious signs of damage or corrosion on the 14v battery clips that produced the alarms. It was also stated that the 14v li-ion batteries and clips were exchanged prior to the system controller exchange and the alarms persisted, and that the alarms resolved with the system controller exchange. The root cause for the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: pcx-20823) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low voltage and power cable disconnect alarms. It was noted that the patient had already replaced the battery clips. Log files were submitted for review and captured long odd strings of low voltage events while using battery power on both power leads. The log files also noted that the relative state of charge (rsoc) values on the patient cable were below specifications and consistently seen in the 11 volt range. This could be indicative of an issue with the system controller. The system controller was exchanged.